Manufacturer narrative:
The user facility also reported the employee experienced irritation after opening the lid of the medisafe sonic irrigator. The employee removed themselves to fresh air. No medical treatment was sought or administered for the irritation or burn. The operator manual states (pg. 13), "pay attention to the warning labels. Since temperatures within the unit can reach 92°c during and after operation, take care when opening the lid, on completion of a cycle, allowing sufficient time for items to cool before handling." A steris service technician arrived onsite to inspect the medisafe sonic irrigator and found the unit to be operating properly; no issues were noted. The steris service technician tested the unit and returned it to service. No additional issues have been reported. The steris service technician discussed the reported event with user facility personnel specifically, the proper use and operation of the medisafe sonic irrigator.

Event description:
The user facility reported that after a completed cycle an employee removed instruments from the medisafe sonic irrigator and obtained a burn.